Event description:
Procedure: lap gastric bypass. According to the reporter: a 60-2.5 straight reload was fired over small bowel - the surgeon noticed staples "floating and hanging" in the middle of the staple line. The surgeon applied another reload proximal to the previous staple line. Upon inspection the staple line was complete but had some staples that didn't form towards the middle of the staple line. Another staple line was placed and evicel was applied to the staple line.

Manufacturer narrative:
Initial report sent to FDA on 08/14/2008.